Event description:
On (B)(6) 2018, the lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch verio2 meter read inaccurately erratic. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that the alleged inaccuracy issue began on (B)(6) 2018. The patient reported obtaining blood glucose readings of ¿164 and 144 mg/dl¿ with the subject meter, performed within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results falls within lifescan¿s criteria for precision. The patient manages her diabetes with oral medication, diet and exercise. In response to the alleged inaccurate results, the patient claimed she took less food and drink. The patient claimed that an unspecified time later, she developed ¿blurry vision.¿ the patient denied receiving medical treatment. At the time of troubleshooting, the csr confirmed that the unit of measure was set correctly on the subject meter and that the same approved sample site was used for testing. This complaint is being reported because the patient reportedly developed a symptom suggestive of a serious injury adverse event after the alleged inaccuracy issue began. The subject device could not be ruled out as a cause or contributor to the event.